Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level 26.5 mmol/l at time of incident. Customer treated with a manual injection. Customer was thirsty and tired. Customer not able to troubleshooting due to insulin pump error alarm occurring every time she rewinds the insulin pump. Customer was not able to rewind the insulin pump. The insulin pump will not be returned for analysis.